Manufacturer narrative:
At this time, product has not yet been returned and a valid meter serial number and strip lot number has not been provided. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that precision pro strips continue to be safe, effective, and perform as intended in the field. Stability data for precision pro strips was reviewed and showed no anomalies or non-conformances that could lead to the complaint. A tripped trend review was conducted for the reported complaint and precision pro meter, no trends were identified that would indicate any product related issues. A tripped trend review was conducted for the reported complaint and precision pro test strips, no trends were identified that would indicate any product related issues. If the product is returned, the case will be re-opened, and a physical investigation will be performed. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a high reading from their adc device. Customer reported a high reading of 501 mg/dl which was higher than a lab reading of 104 mg/dl. The results when plotted on a parkes error grid fell into the "d" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.